Event description:
According to the facility, the "we are seeing quite a few of the masks in the anesthesia kits that are bent at the connection of the tubing and the mask. This is not allowing for a seal when being used."

Manufacturer narrative:
According to the facility, the "we are seeing quite a few of the masks in the anesthesia kits that are bent at the connection of the tubing and the mask. This is not allowing for a seal when being used." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.